Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event. Initially the patient would have stated that they were not using the dexcom device at that moment, but during a follow up it was confirmed that the patient was using the cgm device, and that the ¿cgm was not responding¿. The day of the event the patient´s blood sugar shot up and she experienced being confused and disoriented. The patient could not take a fingerstick and she did not have a blood glucose meter. A family member called an ambulance and when the paramedics arrived the patient was taken to the hospital. No fingerstick was taken and no medication was given. When the patient arrived at the hospital the blood glucose reading was 500 mg/dl. The patient was treated with intravenous antibiotics, insulin, heparin, and was given her regular meds. The patient stayed at the hospital for a total of 4 days. At the time of the report the patient was still recovering, but was discharged and it was understood that the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event. Initially the patient would have stated that they were not using the dexcom device at that moment, but during a follow up it was confirmed that the patient was using the cgm device, and that the ¿cgm was not responding¿. The day of the event the patient´s blood sugar shot up and she experienced being confused and disoriented. The patient could not take a fingerstick and she did not have a blood glucose meter. A family member called an ambulance and when the paramedics arrived the patient was taken to the hospital. No fingerstick was taken and no medication was given. When the patient arrived at the hospital the blood glucose reading was 500 mg/dl. The patient was treated with intravenous antibiotics, insulin, heparin, and was given her regular meds. The patient stayed at the hospital for a total of 4 days. At the time of the report the patient was still recovering but was discharged and it was understood that the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.